Event description:
It was reported that a crack in the bd bactec¿ plus aerobic/f culture vials (plastic) caused the instrument to immediately send out a false positive. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of adverse patient impact. The following information was provided by the initial reporter: "this crack caused immediately positive signal. Erroneous results: fx bactec instrument send the positive result, as soon as medical technician put the vial into instrument. Course of treatment changed: no. Additional information: 1. Was there leaking of the blood? No. (Just inner material had been broken) 2. Was there any glass fragments no. 3. If so - was there any impact to the technicians - were they wearing proper ppe 4. Any injury due to broken glass? No. 5. Is there an instrument case for decontamination? No. 6. Were there other blood culture bottles for the patient or was a recollect needed? Maybe yes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer reported cracked bottle and false positive defects. Photo provided showed a senor adhesion defect rather than a cracked defect. Bd was not able to perform an investigation to the retention sample since neither batch number nor returned goods samples were available. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Complaint for reported defect have been received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is confirmed for sensor adhesion defect based on photo provided. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA# (B)(4) was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.